Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. We have no information from a health care professional to suggest the death was device related. The cause of death has been researched but has not been received. Previous follow up with clinic reported everything was fine when they saw this patient 10 days prior to his death. There was no issue with the 6949 lead. The device was interrogated and did not show any problems or readings out of range until days after his death during the explant time. Review of manufacturer's database verified patient's death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Event description:
Attorney alleges "suffered physical and other injury, including, but not limited to, implantation of a now recalled device, increased medical monitoring and treatment, failure, fracture, inappropriate shocking, capping, and/or explantation, as a result of the recalled lead" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Further alleges patient "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced."